Manufacturer narrative:
(B)(4). Batch # p93x3h. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the the device was functional and worked as intended. Then the device was tested with the test media and performed as expected. No anomalies were noted with the functionality of the device. Also during functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was also disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, what was found was there was a cracked internal component; the y-link. In addition, the closure indicator was broken and not making contact with the moving trigger. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an esophagectomy procedure, the device "became to have a difficulty in sealing and oozing was confirmed in about 6 hours." There was no problem when the device was activated with the advanced hemostasis mode. However, the surgeon felt there was something wrong with the hand switch. When the surgeon handled the abdomen, a laparotomy harmonic device was used to complete the case. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient.